Event description:
Information was received from a manufacturer representative regarding a patient receiving baclofen 2000 mcg/ml for a total dose of 1751.8 via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported a pump revision occurred. The reason for the pump revision was due to electromagnetic imaging (eri). The root cause was not related to device complaint or therapy. Caller reported an empty pump and physician programmer (8840) confirmed an empty pump alarm had occurred. It was stated patient had their pump removed due to normal eri, and patient did not have a refill on this pump and the empty reservoir alarm occurred on (B)(6) 2016. Caller found that the pump was empty when the pump was interrogated prior to normal end of service (eos) replacement. When pump was interrogated, the pump showed 0ml in the reservoir, and it was unknown if it was intentional or not. It was discussed with the caller that there was drug in the catheter and to make sure physician was aware of this. Considerations with dosing was also discussed and caller stated they were going to decrease the patient's dose to 500 mcg/day. The caller was to follow up with the healthcare provider (hcp). No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.